Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 72,823 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. A device evaluation is pending.